Event description:
Report received of two incidents of the tubing set splitting during injection of contrast for CT scans. The customer reports that the tubing is splitting at the middle of the tub, near the patient end. The power injector settings are 2ml/sec and 100ml volume. The tubing is connected to a peripheral line. The size of the IV catheter typically used is a 22 gauge. There have been no reports of blood loss or loss of the IV sites. No report of adverse patient effect. Additional patient information was requested, but no further information was available.